Event description:
It was reported that the technician opened the lens pouch of an aq2010v silicone three-piece lens and noted that one haptic looked bent. The haptic did not look right and it was decided not to use the lens. There was no patient contact.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. PMA p900048.